Manufacturer narrative:
This device bipap a40 was manufactured 11/05/2013 which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation the reported complaint was not duplicated. Review of the device error logs did not confirm the occurrence of ventilator inoperative in the alarm log. It was confirmed that the event logs were not saved properly. The system pca was replaced preventatively. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.